Event description:
Cyberonics, inc. Rec'd a report from the treating physician that a vns patient presented with an open axillary incision with granulation tissue present without purulent material. Patient rec'd IV antibiotics and the vns device remains implanted. The treating physician reports that the presumptive etiology is hosp acquired indolent infection associated with implantation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.